Event description:
It was clarified that the high impedance issue on electrode #2 and lead replacement occurred during the implantation procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead (lot#va07bh1007) found no anomalies. The returned lead was tested with a known good screening cable. The sc reening cable was connected to an ens, while the lead distal end was placed in a 0.9% saline solution. Using the 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations. (B)(4).

Event description:
It was reported that high impedances (>10,000 ohms) were seen on 2 electrodes of the lead component of the implantable neurostimulator. The high impedances were observed when the lead was tested with both the multi lead trialing cable (2 different cables) and implantable neurostimulator (ins) battery. The lead was then replaced with a new lead. There were no reported patient injuries reported in the event.